Manufacturer narrative:
(B)(4).

Event description:
The physician intended to use a resolute integrity stent to treat a lesion. The device was removed from packaging per IFU and inspected with no issues noted. It is reported that the device failed to cross and difficulties were encountered when removing the device prior to stent deployment. Excessive force was not used during device delivery. No patient injury reported.